Event description:
It was reported that, approximately ten days post-implant of this inflatable penile prosthesis, the patient began showing signs of infection in their scrotum and penis. The area was swollen. The device was explanted and the area was irrigated. No further patient complications were reported.